Manufacturer narrative:
Correction: a gfe was received which clarified there was no malfunction of the battery. The battery was only being stated as not sent in with the defibrillator when the defibrillator was sent to the repair bench to perform routine calibration.

Event description:
Correction: a gfe was received which clarified there was no malfunction of the battery. The battery was only being stated as not sent in with the defibrillator when the defibrillator was sent to the repair bench to perform routine calibration.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery is missing. There was no reported patient impact or injury.